Event description:
It was reported that the user of an ilet system experienced elevated glucose after a meal because they did not announce the meal appropriately, and the event was managed under meal announcements troubleshooting and education with no device alerts or alarms. Symptoms included hyperglycemia peaking at 234 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to announcing an incorrect meal type, and involvement of the user interface as the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.